Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has had potential flow obstructions, thrombus and hemolysis. The following day additional information received by the manufacturer advised that the patient was admitted with black urine, ldh was high with the liver and kidneys compromised from hemolysis. The lvad was still functioning. A decision was made to exchange one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.